Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update the impact codes. If pertinent information is provided in the future, a supplemental report will be submitted. New information was received indicating that this pacemaker device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for product analysis. At this time the device has not been returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for product analysis. At this time the device has not been returned. If pertinent information is provided in the future, a supplemental report will be submitted. This device was returned, and product analysis completed. At this time the product has been returned, a final report will be submitted upon completion of analysis

Manufacturer narrative:
New information was received indicating that this pacemaker device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.